Event description:
Complainant alleged that they were unable to capture a pt (age & unknown) during pacing and the device displayed a "defib fault 72" message. Complainant indicated that the pt subsequently expired.